Event description:
Meter name: one touch basic. Strip name: lifescan ot strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, walking crooked, hungry. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt redo check message. Issue not resolved. The result on their meter--unable to test. No comparison. Treatment was unknown. No further info has been reported.